Event description:
The end-user was shocked while using an electrotherapy device after having rotator cuff surgery. He states that he attached all four electrodes around his left shoulder, and that they were 3-4" apart; he followed the therapist's direction for placement. He states that he strung the lead wires through his shirt and attached the device to his belt clip - he powered on the device, and checked to see if the device was still on shoulder mode, which he was advised to use. While the ma were still set at zero, he inserted the first channel 1 lead wire, and then the channel 2 lead wire; as he inserted the channel 2 lead wire, the intensity shot up and shocked him. He could not say if the numbers went up on the dial, but he explained the pain as the worse he had ever felt. He states he fell to the floor while his left arm shot out, and he could not control it - he was unable to move his hand, which was stuck in a stretched-out position. He yelled, and his wife came to remove the device. He stated he was crying, and in "horrible" pain. After unsuccessfully contacting his (B)(6), he drove himself to the hospital. During his two hour visit, he was given an EKG, which the doctor stated came back with normal results. He states he was also provided with pain medication. He later followed up with the doctor who did his surgery to be sure his shoulder was ok, and the doctor assured him it was good. He states his hand still hurts. The device involved with this event was returned to compass health brands on 3/15/2017, and evaluated. The customer's complaint could not be duplicated, as the returned device was tested within manufacturer specification.